Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in an unspecified vessel. While advancing the 16 mm x 2.25 mm liberte bare mr sds to the lesion, the physician encountered resistance. Upon removal of the device from the lesion, the stent was found to be damaged. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Event description:
It was further reported that access was obtained via the right radial artery with non bsc devices. There were four lesions being treated: a long, mild lesion located in the proximal left anterior descending artery (lad); a short severe lesion located in the mildly calcified mid third distal lad artery; and two mild lesions located in the circumflex and right coronary artery. The distal lad artery was not predilated. When advancing the stent delivery system to the lesion, the physician experienced difficulty crossing the lesion. When removed, stent damage was observed on the distal tip of the device. The lesion was predilated with a 2.0mm unknown balloon catheter and another stent was placed.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that the distal edge of the stent was pushed proximally on the balloon. This resulted in the distal edge of the stent being positioned at 2mm proximal to the proximal edge of the distal markerband. An examination of the crimped stent identified that the stent struts at the distal end of the stent were bunched and misaligned. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that access was obtained via the right radial artery with non bsc devices. There were four lesions being treated: a long, mild lesion located in the proximal left anterior descending artery (lad); a short severe lesion located in the mildly calcified mid third distal lad artery; and two mild lesions located in the circumflex and right coronary artery. The distal lad artery was not predilated. When advancing the stent delivery system to the lesion, the physician experienced difficulty crossing the lesion. When removed, stent damage was observed on the distal tip of the device. The lesion was predilated with a 2.0mm unknown balloon catheter and another stent was placed.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).